Event description:
Around 1000, ICU staff reported smelling a strong smoke odor such as something electrical burning. Engineering and bio-medical were called to the unit. Odor was noted to be coming from a bed. As the staff was preparing to transfer the patient to another room, the nurse noted that the electrical outlet and bed cord were black.